Event description:
It was reported that when the device was used during a lung resection, the surgeon found he could not remove the device from the pt after firing. He converted to open and used another device to cut the original device from the pt and finish the procedure; procedure time extended two hrs. The pt was fine after the procedure.